Event description:
Upon reassessment of the reported event, it was found that this device did not contribute to the event and is determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was found that this device did not contribute to the event and is determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00998201618 ¿ zmr stem taper ¿ unknown lot, unknown head ¿ unknown part and lot, unknown cup ¿ unknown part and lot, unknown liner ¿ unknown part and lot. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00762.

Event description:
It was reported that patient underwent a hip revision approximately 2 years post implantation due to the stem component fracturing at the taper junction and patient falling. Attempts have been made and additional information on the reported event is unavailable at this time.